Manufacturer narrative:
The device was inspected and tested on (B)(6) 2018. Within this inspection, functional testing and visual inspection was made. The result was the device was out of specification. Interval of the supplier maintenance was exceeded by the customer. As the device was slightly out of specification, it generally cannot be excluded that the device has contributed to the event. However considering the minor deviations of the device, it is very unlikely that the device actually has contributed to this event. We suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
We received information by a customer on (B)(6) 2018. "Slippage occured while patient was drapped in prone position, pins were used patient received no more staples than usual after surgery".